Event description:
The staff alleges pushing the level adjust button on the machine and that the level adjust motor continued to operate when the button was released. The staff pushed "reset" multiple times to clear the air detector alarm. The staff alleges that an estimated 30 cc of air may have passed through the blood tubing to the pt. The pt complained of chest pains. Oxygen was applied to the pt. The symptoms subsided prior to transporting to the hospital. Pt was released from the hospital the next day. The staff said that she was not sure the air contributing to the chest pains and that they may have been caused by the excitement of the event. The pt is feeling fine now.